Event description:
It was reported that an alert for variation of r wave sensing was noted via a remote transmission. No intervention was performed. There were no adverse health consequences, the patient was stable.